Event description:
Further information was received noting that the patients generator and lead were explanted. In september, the patients device was interrogated and noted to have been programmed off; however, the patient at that time was then programmed to 0.5ma for output current. The lead impedance at that time was 3725 ohms. The explanted products were noted to have been discarded by the hospital. The surgeon noted that upon lead removal, that the lead was noted to have been twisted - indicating that the patient had been manually manipulating the device within their chest. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple seizures since their last appointment and that their voice is changing due to a cough. The patient noted that the vns is causing them pain in their chest. The patients settings were adjusted. No known surgical intervention has occurred to date. No other relevant information has been received to date.